Manufacturer narrative:
Investigation results: the provided sealing unit is damaged; the blinding-protector and the universal converter are no longer in place. Investigation was carried out visually. The universal converter ek002250 is raptured from the sealing unit as well as the blinding protector. Furthermore, a cut can be found at the distal part of the universal converter. Since the remained outer part of the universal converter was in place at the time of investigation, a mounting error can be excluded. The device quality and manufacturing history records have been checked for all available lot number 52529916 and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. The breakage of the universal converter was most likely caused by an overload situation, this can be caused e.g. By an instrument with a too big diameter, which could also be a reason for the cut found on the distal end. Since the outer part of the universal converter was in place at the time of investigation, a mounting error can be excluded. A CAPA was not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product disp. Univ-sealing unit f/10/12 mm trocars. During surgery, the sealing unit came apart and fell into the patient. There was no patient harm. As per additional information received all pieces were recovered. The adverse event/malfunction filed under aag reference (B)(4).